Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. After lens insertion the surgeon noticed a nick on the lens. The lens was removed with no patient injury. The incision was not enlarged and no suture was required. A backup lens, same model and diopter size was implanted. It is unknown if the lens was received defective with the nick or if the lens was damaged during insertion into the eye.

Manufacturer narrative:
Method: device history record review. Results: device history record review - the reviewing of the device history record confirmed that the raw material, manufacturing, packaging and sterilization process followed the sops and all the parameters were within specifications. After the document review and root cause analysis, it is determined that the root cause is highly unlikely to be related to the product, but there is no direct evidence that leads to the root cause of this complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of this event could not be determined (B)(4).

Manufacturer narrative:
Pt age and weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). Device has been returned.

Manufacturer narrative:
Results: a visual inspection of the returned product found a tear on the lens optic. Lens was returned in liquid. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).